Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event: the cause of bleed cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella cp support had bleeding from the impella access site. All best practices were shared with the team. Blood products were administered. Two hours later, bleeding was successfully resolved. The patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting.